Event description:
It was reported in a literature article that while the device was being advanced to the lesion, the delivery system fractured. There was no reported clinical consequence to the patient. No other information was provided.

Manufacturer narrative:
The cases in the literature article performed between february 2006 and october 2011; the exact date of the event being reported in unknown. The subject device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. The device is believed to have met specifications when released because the device was used in the procedure. Because a definitive cause could not be determined following review and analysis of all available information and because the product was not returned, the cause for the reported issue cannot be determined. Device not returned to manufacturer.